Event description:
It was reported that the osteoraptor anchor broke. It is unknown whether the event happened during surgery, if there was patient involvement or if there was a surgical delay; however, there was a smith and nephew back up device available.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with a fractured anchor and the suture strings. The anchor is fractured at the proximal end. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. No containment or corrective actions are recommended at this time.